Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the single chamber implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The impedance measurements are observed to spike to greater than 3000 ohms intermittently and then generally return to within normal specification limits. It was noted that the physician cannot reproduce the issue. Boston scientific technical services (ts) indicated that there are no stored episodes with noise and the last stored episode was approximately one year ago. Ts provided guidance that inability to reproduce out of range impedance measurements and noise suggests a device header spring contact issue. Ts discussed that they could consider monitoring the issue and if there is any respiratory rate trend (rrt) sensor noise and oversensing observed, they can consider programming the rrt sensor off. The boston scientific field representative indicated they will discuss this with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that the single chamber implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The impedance measurements are observed to spike to greater than 3000 ohms intermittently and then generally return to within normal specification limits. It was noted that the physician cannot reproduce the issue. Boston scientific technical services (ts) indicated that there are no stored episodes with noise and the last stored episode was approximately one year ago. Ts provided guidance that inability to reproduce out of range impedance measurements and noise suggests a device header spring contact issue. Ts discussed that they could consider monitoring the issue and if there is any respiratory rate trend (rrt) sensor noise and oversensing observed, they can consider programming the rrt sensor off. The boston scientific field representative indicated they will discuss this with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported.